Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No scroll bars ramping up noted. Insulin pump had minor scratches on lcd window and cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 152 mg/dl. The customer stated that the act and up buttons were not responding during a bolus attempt. He also noted that while he was running, the insulin pump got rained on and was exposed to humidity and sweat. Advised discontinuation of the insulin pump. Nothing further reported.